Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 05jun2019. The manufacturer¿s international service technician confirmed the reported touchscreen failure issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 25jun2019. Date rec'd by MFR: 24jun2019. It has been confirmed that this event was not an out of box failure/defect on arrival. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 09jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed

Event description:
New arrived device, checked in warehouse, found screen dysfunction. There was no patient involvement. Event date not specified; estimate used.